Event description:
It has been reported that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to 6mm to occlude the vessel. The physician inserted a ultra 30x18 rapid exchange stent delivery catheter and placed the stent. The physician then removed the stent delivery system and inserted the aspiration catheter and noticed that the occlusion balloon had deflated. The physician aspirated the area and was able to remove debris. The phyisican removed the occlusion balloon device and replaced it with another to complete the case. The patient is reported to be fine.